Manufacturer narrative:
Attempts were made to obtain further information; however, no further additional information was available. The device was returned to the manufacturer for evaluation by a quality engineer. The evaluation summary found the sample was returned with inner pouch without labeling inside a biohazard sterilization pouch. The lot number could not be verified. Item number was verified by comparing to drawing (B)(4), (prass stim probe blank, coated, rev d). Visual inspection of the probe under normal lighting conditions with unaided eyes found the probe coating appeared smooth with no chips, cracks or contamination. Per drawing (B)(4) (prass stim probe blank, coated, rev d) - probe shall exhibit continuity with end to end resistance of <(><<)> 2 ohms. Resistance was checked with fluke 21 multimeter, asset # (B)(4) cal due (B)(4) 2013. Resistance found to be .5 ohms across probe and 1.0 ohms across probe and cable assembly. The probe was functionally tested for output on a nim-neuro 3.0 console s/n (B)(4) and interface s/n (B)(4). With setting at 0.8 ma, feedback stimulation measured 0.82ma. The nim console was set to 100'v and signal tested on all four channels. Signal feedback was correct at all channels. Sample passed all testing and acceptance criteria specifications. The complaint could not be duplicated and is unconfirmed. The most likely root cause is incorrect placement of the probe during use or failure to properly connect to the console. (B)(4).

Manufacturer narrative:
Upon final review of the investigation file for closure the event date was identified as (B)(6) 2012.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer and product evaluation is currently underway. Device description: the prass flush-tip monopolar stimulating probe is equipped with a 2-meter lead ending with a connector. This device is intended for use as an intraoperative motor nerve stimulator with the nerve integrity monitor or other emg monitors. This product is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no stimulation of the nerve. There was no report of patient impact or injury. No further information has been received as of the date of this report.